Manufacturer narrative:
One sample and one photo of a 10 ml ll eurographics syringe (p/n 300912 batch 3178432) were received and evaluated. The photo shows the top web slip of one package with all the appropriate information; no defect can be observed from the angle of the image. The sample provided was received in a plastic bag with a folder, an unsealed package, and a fully assembled syringe. Inside the transparent bottom web, a sticky brown-like foreign matter, which appears to be grease, was observed. The condition observed is non-conforming per product specification. One senior manufacturing technician was interviewed for this investigation, and ftir was performed at the vernon hills location to identify the foreign material. The test results were inconclusive. However, after a thorough investigation, grease is most likely what is present. Potential root cause for the foreign matter defect is associated with the packaging process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3178432 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd syringe 10ml ll had foreign matter the following information was provided by the initial reporter translated from german to englsih: the enclosed bd luerlock syringe sterile 10ml are clearly soiled syringe is dirty.